Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with blisters under the electrode belt cables. The patient's daughter, a nurse, placed tape under the electrodes to relieve the skin irritation. There is no indication of a device malfunction. The medical outcome of the irritation is unknown.